Event description:
Report received of a tubing separation. The nurse was setting up a morphine infusion for a home care patient when the tubing separated from the spike. The set was not connected to the patient. The nurse did not have another set available, as the setup was prepared at the pharmacy and taken to the patient's home primed and ready to infuse. There was a 3 hour delay in obtaining another set for the patient. The patient had no pain control in the interim. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.